Manufacturer narrative:
This report is submitted on june 7, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection at the abutment site resulting in the decision to administer oral and topical antibiotics on (B)(6) 2018, for a period of five months.

Manufacturer narrative:
Correction: the administration of topical steroids for five months (date not reported) is to be included, as this was not reported in the initial report. This report is filed on november 21, 2018.